Manufacturer narrative:
H3: product analysis: no conclusion can be drawn, device evaluation anticipated, but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one attachment has working unproperly and one attachment loose bearings. It was reported that there was no patient involvement. Additional information received during follow up stating that, small balls loose out from one of the attachment.

Manufacturer narrative:
H3: product analysis :evaluation could not reproduce the reported malfunction of attachment loose bearings and attachment was not working correctly due to a worn leg issue confirmed. It was also noted that laser markings were faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one attachment has working unproperly and one attachment loose bearings. It was reported that there was no patient involvement. Additional information received during follow up stating that, small balls loose out from one of the attachment.